Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer receiving a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
This spontaneous report was received on 17-jun-2025 from the united states received via email regarding a 45-year-old female consumer who used a thermacare menstrual heat wrap. Additional information was received from the consumer on 18-jun-2025. At approximately 9 am on (B)(6) 2025, the consumer applied a thermacare menstrual heat wrap on her lower abdomen under her underwear for cramps. Later that evening she felt uncomfortable and started itching. After 8 hours she removed the heat wrap, and she had redness and could see a mark on the skin. The next day, the mark peeled off and developed an open wound. On (B)(6) 2025, she had a virtual visit and was diagnosed with a burn and was prescribed silver sulfadiazine 1%. On the night of (B)(6) 2025, she was hurting and could not sleep on her stomach because the site was itchy, red, and hurting. No additional information was provided.